Event description:
During a coronary stent procedure, crossing difficulties were encountered and the express2 16mm x 3.5 mm stent dislodged. The very calcific,4mm wide lesion was located in the very tortuous distal rca. A medtronic launcher guide catheter along with an 8f hockey stick guider were introduced. A 2.5x 15 maverick balloon pre dilated the lesion. The express2 16mm x 3.5mm stent was attempting to reach the distal rca but was unable to pass the first primary curve. The physician pulled the delivery/stent device back and the stent dislodged and embolized into the first primary curve. The stent was not co-axle aligned but the wire was through the embolized stent. The physician loaded 2.0x 15 maverick balloon onto the wire and advanced the balloon down to the stent. The balloon was inflated and caught the stent, both were pulled into the guide catheter and removed. The guide catheter was cut up and the stent was located inside. A 3.5x 32 taxus stent would not pass the proximal rca so the physician deployed the stent in that location. No distal deployment was achieved.